Event description:
Healthcare professional later reported no adverse event.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18jul2024.

Event description:
Healthcare professional later reported no adverse event.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "possible intra/extra[capsular] rupture" per MRI. This record relates to the right side. Device has been explanted.